Event description:
During the premature ventricular contractions procedure, when the mapping catheter was connected and inserted into the patient the system did not recognize the catheter, but the ablation catheter was connected. Troubleshooting steps did not resolve the issue, which resulted in a prolonged procedure. The second catheter was switched back to the first mapping catheter with the new cable and then inserted into the patient, which resolved the issue. The procedure was completed without any patient consequences.

Manufacturer narrative:
Additional information g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.